Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within one day of implant, the patient experienced phrenic nerve/diaphragmatic stimulation. Outputs were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.